Event description:
This lead was removed due to sensing issue which resulted in ten inappropriate shocks. The lead has a wire protruding from the silicone. The physician replaced this lead with a medtronic lead.